Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -10.50/2.58/094 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2024. The patient experienced an excessive vault. On the same day separate surgery the lens was exchanged with the same model, shorter length and the problem was resolved. The reporter indicated the cause of the event is unknown.

Manufacturer narrative:
H6- medical device problem code: 1494- off-label use (acd<3.0mm). Claim# (B)(4).